Event description:
It was reported that a request to review one of this patient's ventricular event was made, as it was not clear if it was a true ventricular tachycardia (vt) or an atrial driven vt. Several anti-tachycardia pacing (atp) bursts were delivered, one burst accelerating the patient's arrhythmia. Technical services (ts) reviewed the case and discussed the morphology of the event, however, it could not determine if the episode was true vt or not due to the lack of an atrial lead on this patient's system. Ts indicated that the physician should discuss the case. Further information was received, the physician could not confirm whether this case was a true vt or atrial driven either. Thus, the provided atp is not able to be defined as appropriate or inappropriate. Reportedly, there was a discussion of modifying the atp programming, however, it is not known if this was done or not. This implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.